Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high and low blood glucose levels. Caller reported that the customer had blood glucose levels above 300 mg/dl which would then drop low. Caller stated that this issue may be related to the insulin pump's settings. Caller also reported that the customer had a blood glucose level of 45 mg/dl the night before the call. The customer's mother declined troubleshooting, the insulin pump was not replaced or returned for analysis.